Event description:
It was reported that approx eight hours after insertion of the iab, blood was noted in the pump's helium tubing. Since a balloon rupture was suspected, the iab was removed and replaced. There were no pt complications.